Manufacturer narrative:
The customer initially contacted a siemens customer care center and reported that imprecise results were obtained a survey sample. Patient sample testing was not delayed due to the results obtained on the survey sample. While describing this event, the customer reported the incident that was described of this report. The customer cannot confirm whether the critical positive result was obtained on the instrument described of this MDR. This MDR is being filed in an abundance of caution. On 28-aug-2020, a siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed luminescent oxygen channeling immunoassay (loci) alignments and ran maintenance on the loci. The cse also reset the statistics and ran multiple tests, without errors. The cse also ran precision tests using multiple samples, which recovered acceptably. The cause of the critical positive cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a critical positive cardiac troponin I (tni) result was obtained on a patient sample. The customer reported that the sample was repeated. The patient's blood was redrawn, and the latter sample recovered at 0 ng/ml. Then, the original sample was reprocessed on an alternate instrument and the repeat result was 0 ng/ml. The customer did not provide additional information regarding this patient and the samples associated to this patient. The sample identification, numerical critical tni results, and date of testing are unknown for this incident. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.